Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart during normal use. Customer's blood glucose at time of incident was 236 mg/dl. Customer checked the alarm history and found he had gotten an external ram crc error alarm. The customer stated alarm shortly after inserting a new battery. The customer was advised the pump will need to be replaced. Customer was to monitor pump and may continue to wear the device until replacement arrives.

Manufacturer narrative:
The insulin pump alarmed during a21 error test due to a voltage leak. However, the insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm. No a17 alarm. No cosmetic damage noted.